Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to wound infection and wound dehiscence cannot be ruled out. Contributing factors for wound infection and wound dehiscence in this patient also include prior radiation, chemotherapy, underlying cancer, and prior surgery affecting skin integrity. Wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively). Wound dehiscence was reported in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6)year old male patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2021. Novocure received a report that after the transducer arrays were removed on (B)(6) 2022, patient's spouse noted a wound with exudate near the surgical resection scar. The patient was seen at the emergency department and prescribed gentamycin ointment and unspecified oral antibiotics. Optune therapy was temporarily discontinued. On (B)(6) 2022, during a follow up appointment, due to infection, the surgical resection site was "re-incised" to remove an absorbable suture. Patient remained hospitalized and received unspecified intravenous antibiotics. The plan was to resume optune therapy after one month of follow up. On (B)(6) 2022, prescribing physician reported the affected area was consistent with the position of the transducer arrays. It was highly probably that it adversely affected the wound once healed, causing a wound dehiscence and infecting the remaining subcutaneous suture. The patient was hospitalized and underwent surgical debridement under local anesthesia on (B)(6) 2022. Reportedly, the patient was "good" on (B)(6) 2022.